Event description:
A report was received that the patient had sharp pain in her legs excessively when the physician attempted to place the leads in the epidural space during the trial procedure. The physician removed the leads and did not proceed with the trial procedure. The patient had a decompression surgery. The event was procedure related. The patient was doing well and had regained full neurologic function.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50e, serial #: (B)(4), description:infinion 1x16 perc lead and splitter 2x8 kits. The explanted devices were not returned to bsn as they were discarded by the medical facility.